Manufacturer narrative:
There was no sample product returned for analysis. The batch records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/12/2012, 01/13/2012, 01/20/2012 and 01/27/2012 by phone, fax, and mail. A completed questionnaire was received on 02/08/2012. (B)(4).

Event description:
A nurse reported four patients exhibiting toxic anterior segment syndrome, (tass) following intraocular lens (iol) implant surgery. The symptoms included more excessive than normal inflammation, fibrin coated iols that track back to the wound. There was one surgeon involved and the surgeries occurred on three separate days. Additional information was received. The patient received a steroid/antibiotic subconjunctival injection during the surgery. There was no unplanned surgical intervention. The patient's symptoms resolved with treatment. There are four medical device reports associated with this event. This report is for the third patient.